Event description:
This complaint originated from (B)(4). The distributor contacted carefusion technical support to report a unit with a user interface module (uim) that was freezing up. According to the distributor, the unit stated up fine, after an hour in operation, the screen started freezing. They were able to power the unit off, however when they turned it back on, the problem was still there. The incident occurred during pt use. The pt was transferred to another ventilator. No pt harm noted.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement user interface module. A return goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for evaluation. As of 07/16/2015, carefusion has not received the alleged faulty user interface module.